Event description:
A pt reported getting "connect belt" messages. The pt also reported the blinking heart was not present on the monitor screen. A lifecor sales rep visited the pt and found the electrode belt not seemingly connected to the monitor. He could not twist the electrode belt connector's locking collar down, but stated the connector pins locked ok. The sales rep also reported that belt appeared to have gelled. The sales rep exchanged the pt's electrode belt. The replacment belt mated properly.